Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) in a preloaded delivery system came out in the wrong position. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage is observed. The lens was outside of the device. Viscoelastic is observed on the lens. The lens was cleaned with lphse. No lens damage was observed. The lens dimensions (plan view) were acceptable using an approved template. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported "came out in wrong position cannot be determined. The specifics of the "wrong position" were not provided. The lens was returned outside of the device. The lens dimensions (plan view) were acceptable using an approved template. No device or lens damage was observed. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified viscoelastics may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).